Event description:
Reporter alleged blood glucose measured 88 mg/dl at 8:40 pm back to back with a result of 174 mg/dl when testing was performed at 8:41 pm. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.